Event description:
Boston scientific received information that this right ventricular lead and device displayed noise that appeared to be electromagnetic interference (emi) in nature. The patient was seen in clinic for follow up where no issues were able to be identified and the noise was not able to be recreated. Subsequently, the lead began to display low, but in range, shock impedance measurements beginning in (B)(6) 2011. In (B)(6) 2012, the patient was seen in clinic for non invasive programmed stimulation testing where 21 joule shocks were delivered. The lead continued to be monitored. Recently, the system displayed a low, out of range shock impedance measurement. The local boston scientific field representative spoke with the patient's following physician and discussed trouble-shooting options. Of note, around the time that the shock impedance measurements began to run low, the patient reported that they had surgery and had begun using a bone stimulator. When the patient was seen in clinic for follow up, the bone stimulator was turned off and shock impedances were noted to be normal. When the bone stimulator was turned back on, the system displayed lower shock impedances. Boston scientific technical services discussed that emi from the bone stimulator may be affecting the shock impedance measurements. The system remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.